Event description:
It was reported that the patient faced that infusion set was leaking at site event on (B)(6)2026. The patient also experienced high blood glucose and the infusion set had been in use for two days.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.